Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed to recover the door. A field service engineer (fse) rebooted the helmer refrigerator and main pyxis to resolve the fridge not being detected on the bus, and the customer recovered the storage space successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed to recover the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.